Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented to emergency department with hip pain. Identified on x-ray, femoral implant broken on left side. Accolade tmzf stem, head and trident insert removed and replaced with exeter stem, v40 head and trident 10 degree polyethylene insert. Identified on x-ray 9 years after initial surgery. Upon medical review, malpositon of trident shell was identified.

Manufacturer narrative:
An event regarding malposition involving an unknown trident shell was reported. The event was not confirmed. Device evaluation and results: not performed as device remains implanted. Medical records received and evaluation: a review of the provided medical records, x-rays and mar by a clinical consultant noted the following: procedure-related factors: component malposition of partly undetermined type. Inappropriate use of a 10° liner in a cup shell with already optimal inclination. Patient-related factors morbid obesity (bmi = 50). Device-related factors: none as also supported by mar findings. Diagnosis: component malposition has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage with trunnion fracture as final effect. Morbid obesity may have accelerated the adverse outcome. Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusions: a review of the provided medical records, x-rays and mar by a clinical consultant concluded: component malposition has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage with trunnion fracture as final effect. Morbid obesity may have accelerated the adverse outcome. The event could not be confirmed because insufficient information was provided. Further information such as lateral x-rays are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Patient presented to emergency department with hip pain. Identified on x-ray, femoral implant broken on left side. Accolade tmzf stem, head and trident insert removed and replaced with exeter stem, v40 head and trident 10 degree polyethylene insert. Identified on x-ray 9 years after initial surgery. Upon medical review, malposition of trident shell was identified.